Event description:
It was reported that medfusion 4000 pump, top and bottom case are broken, loud alarm that is unable to be cleared by the decimal and power button.. No patient injury reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed tamper seals were removed/broken, top case was chipped out and the bottom case was broken. Review of the event history log showed an occurrence of a "flash memory post" error. Functional testing involved inspecting the device and running it through power up. "Flash memory post" error was found at power up. The investigation determined that the device being dropped or mishandled caused the damage to the case and the main printed circuit board not operating as intended was the cause of the reported alarming. Based on evidence and investigation, the complaint allegation was confirmed. The top and bottom case were replaced as well as the main printed circuit board. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.no causes or potential causes of the customer's reported problem were found during the review of service and repair record